Event description:
Customer reported an unresponsive keypad. She also reported there was a full circle on her insulin pump's screen. The customer's blood glucose was 375 mg/dl. Troubleshooting for the customer's high blood glucose could not occur because the keypad was not responding. She also stated she believed her high blood glucose was from her insulin not working. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump act button did not respond, due to flattened button dome switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, due to no button response. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.